Event description:
During an ablation procedure, it was reported that the physician started pressing the foot pedal once he was ready to ablate. After a few acquisitions, the clinical specialist noticed that there was no heat observed in the thermal mask. The clinical specialist suggested to the physician to step off the pedal and went to investigate. Upon entering the MRI suite to check the e2k connection between the laser and the portable connector module (pcm), the clinical specialist tried to unplug and re-plug the laser fiber but was unsuccessful. When attempting to unplug the laser fiber from the e2k connection, the orange tab of the laser fiber broke off. At this time, the clinical specialist gathered the cable and the found that the e2k-to-e2k connection of the pcm and the fiber was fused. Given the situation, a new fiber was obtained and the pcm was replaced with a new one. After doing so, the ablation procedure was resumed and the lesion was successfully ablated. There were no patient complications reported in relation to this event.

Manufacturer narrative:
The neuroblate system insturctions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: "prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." Product was returned and the damage was confirmed. Manufacturing records indicated that the probe met required specifications. No harm was observed in this event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective.